Event description:
Customer is reporting that while pushing the 1500cc to another room the whole bassinet and base separated from the base of the unit. He reports that a security guard caught the pt and no injuries occurred. He understands that the unit is obsolete but is requesting a technician investigate the problem as they have several of these units.